Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and not detected on bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was unable to recover. It was not detected on the bus. A field service engineer found a bad cubie pocket on station drawer 3-2 cubie pocket and rebooted station. Also found the station application was not working. Corrected application shortcut and rebooted station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.